Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was foreign material present inside a minicap. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned, however a photograph was provided for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the photograph identified white matter on the sponge. The reported condition was verified and the cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. Visual inspection verified the presence of white matter on the sponge in the minicap. The matter was observed under microscope. The matter was tested through infrared spectroscopy which showed it was the same material as the plastic of the cap. The particle was a fragment of the cap. The cause was determined to be a manufacturing issue. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.